Event description:
A female patient reported experiencing painful, red and inflamed eyes after using effervescent protein remover tablets (papain enzymatic cleaner). Patient consulted her optician and was reportedly treated with (unknown) antibiotic drops. The patient recovered, and when she rechallenged she experienced a similar reaction. The sponsor is attempting to obtain a confirmed evaluation from the optician regarding the seriousness of the event.